Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties; therefore, a notification letter is not required. Based on the information provided, a definitive cause for the reported device cause damage could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices causing the reported soft tip damage. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- improper or incorrect procedure or method- failure to follow steps / instructions

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a mitraclip procedure. Femoral imaging was not performed. No additional information was provided.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via a 22f sheath hole prior to a mitraclip procedure. The suture of a perclose device was successfully placed. The sheath was upsized to 24f. Reportedly, a steerable guide catheter (sgc) was difficult to advance into the groin as it was caught in the perclose suture. The soft tip of the sgc was observed to be damaged. Therefore, the sgc was removed and replaced. Another sgc was inserted and the mitraclip procedure was completed. The perclose suture was not damaged and was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.